Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump stopped dosing when glucose was about 111 mg/dl and the user¿s glucose later declined to a nadir of 39 mg/dl overnight, with a missed meal announcement noted and the user seeking guidance on settings and algorithm use. Symptoms included post-event tiredness without loss of consciousness. Outcomes included low glucose alarms and subsequent recovery after oral carbohydrate treatment using a juice box and a glucose tablet, with professional medical intervention received and no need for third-party assistance. Investigation included complaint intake and troubleshooting with user education on meal announcement practices. Investigation of this case revealed a low-glucose event associated with missed meal announcement and automated insulin suspension, with no reported device component malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors including missed meal announcement were the most likely cause.